Manufacturer narrative:
Complaint conclusion: a slalom thrill pta (.018 hp 40 3x2) ruptured at 4 atm (four atmospheres) after a guidewire crossed the lesion. It ruptured within its nominal pressure. The target lesion was the shunt. There was no reported patient injury. No additional information is available. The product was not returned for analysis. A product history record (phr) review of lot 17621628 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as shunts are likely to be fibrosed and calcified due to usage over time. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom thrill pta (.018 hp 40 3x2) ruptured at 4 atmospheres (atm) after a guidewire crossed the lesion. It ruptured within its nominal pressure. The target lesion was the shunt. There was no reported patient injury. The product was clinically used and will not be returned for analysis. No additional information is available.